Manufacturer narrative:
Three returned unused samples were visually inspected and tests for flow and tightness were performed. All test results were within specifications.

Event description:
On (B)(6) 2013, it was reported that the patient changed her infusion set on (B)(6) 2013 and after that she experienced hyperglycemia. She stated that insulin was leaking and the self-adhesive on the headset was wet with insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.